Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error. The troubleshooting was performed for the button error. It was stated that the insulin pump was exposed to blood recently when customer had a cardiac arrest. The customer was advised to monitor the insulin pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur and found that the time was not advancing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.